Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported leak; subsequently bleed back was noted. The extension set was connected to an unspecified plumset and was used to deliver cisplatin 70mg/250ml, at an unspecified rate, via a plum pump. It was reported that after the delivery of cisplatin was complete, the nurse disconnected the plumset from the cisplatin solution container. The plumset was then connected to a unspecified 5% dextrose in 1/2 normal saline solution container. The pump was reprogrammed to deliver the dextrose solution at a rate of 250ml/hr and the delivery was started. It was reported that "within minutes" after the start of delivery, a leak of solution was noted coming from the filter of the extension set. The nurse reported a "crack" near the outlet port of the filter and bleed back was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.